Manufacturer narrative:
(B)(4). Additional skin reaction reported under 3004753838-2018-54674. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the skin became irritated 1.5-2 days after insertion. Itchiness began on (B)(6) 2018 and the sensor was removed on the same day due to the itchiness. The location of the reaction was on the skin where the adhesive had been, on the right side of the abdomen about 6 inches from belly button. The reaction was treated with two topical creams, betamethasone dipropionate 0.05% and clobetasol propionate 0.05%, previously prescribed in (B)(6) for a similar issue. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was still experiencing symptoms. No additional event or patient information is available.